Manufacturer narrative:
Lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and the work order search, a specific root cause of the event could not be determined.

Event description:
The rptr stated the surgeon implanted and removed a toric silicone single piece lens. A vitrectomy was performed. The rptr was unable to provide any additional info.